Event description:
Pt hospitalized with the initial admitting diagnoses of dilantin toxicity, leukocytosis, and hyponatremia. Pt has developed progressive weakness and is not able to move in bed or get to the bathroom. Pt has not had a bowel movement in four days and is also experiencing decreased appetite. Pt denies fever, chills, nausea, vomiting, chest pain, shortness of breath, diarrhea, or unexplained weight loss. This hospitalization is felt to be unrelated to protocol therapy. Pt is only on radiation therapy arm.